Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a empty reservoir alarm on the insulin pump. The customer's blood glucsoe level was unknown mg/dl. The customer states that the insulin pump is telling patient that reservori is when empty when there is still insulin in the reservoir. The customer was advised to have patient call to add her or to have patient's healthcare provider call in.